Event description:
Electrode impedances between 1500-4000 ohms were discovered at a clinic visit. There were no stimulation changes even when the voltage setting was increased. The next day the lead was replaced and the hcp confirmed that the lead was fractured. The twist anchor used on the first lead was replaced for a wing anchor. The lead was placed at c3-c4. After surgery stimulation returned. The hcp reported that the pt had recovered.